Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted he encountered and debrided inflammatory tissue. He encountered the previously placed mesh plug, which he completely and circumferentially dissected. It was reported that the patient died on (B)(6) /2020 due to liposarcoma of the right inguinal region. It was reported that the patient experienced severe pain, hardening of right groin, severe scarring, extreme inflammation, mesh migration, liposarcoma, weight loss, stress and anxiety and death. No additional information was provided.